Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (4000 mcg/ml at 899.9 mcg/day), bupivacaine (30 mg/ml at 6.75 mg/day), and clonidine (1200 mcg/ml at 270 mcg/day) via an implanted pump. It was reported that a suspected pocket fill was reported have occurred during the pump refill procedure. Per the ICU (intensive care unit) nurse, the patient was brought immediately to the hospital for treatment for overdose. The patient was given a narcan drip, and the pump was set to minimum rate on saturday. The issue was reported to be resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.